Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 218910030 was returned and analyzed. Visual inspection of the mapping catheter showed the pebax tubbing was ribbed and stretched at multiple locations, and the loop was a different shape than expected. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink and ribbed pebax tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.